Event description:
It was reported in clinic that the patient's right ventricular (rv) lead exhibited noise reversion. The physician opted to cap and replace the rv lead. The patient was in stable condition.